Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displays slow ventricular tachycardia which is treated with a burst of antitachycardia pacing (atp). This does not convert the rhythm, however no further therapy is delivered, and the episode ends.